Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The device returned with inner member and outer member tears. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.25x18mm mini vision stent delivery system (sds) failed to cross the moderately tortuous, circumflex (cx) coronary artery lesion due to anatomy. Another non-abbott device completed the procedure. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided. The device returned with an inner and outer member tear.